Event description:
A malfunction was reported on a pump, but no notable events occurred prior to the issue, and the customer's blood glucose level did not exceed 500 mg/dl. The malfunction code displayed was resettable, and the customer support team provided guidance on resetting the pump, which resolved the issue as the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the malfunction code reappeared.